Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29227, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. According to our clinical affair specialist, who visited the clinic after incident date, mentioned that the refill went perfectly. Intera oncology requested the physician to provide us with patient information required by the FDA. As of today, intera oncology have not received the patient information. Therefore, if we receive patient information from physician, a supplemental report will be submitted to the FDA.

Event description:
Intera oncology received a report of clinic having difficulty emptying and refilling the pump. The clinic received 10mls of residual that took 15-20 minutes, needle confirmation took 15-20 minutes, and refill was difficult to instill took 15-20 minutes. According to the clinic, there was no change to the patient or refill procedure.